Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her expected result. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose 3x a day and manages her diabetes with humulin 70/30 insulin (10 units in the morning/ 20 units before dinner). The alleged issue began at the end of (B)(6) 2011. The patient reported a blood glucose result of "196 mg/dl" with the subject meter. The patient denied making changes to her diabetes management routine. A couple hours after the start of the alleged issue, the patient claimed she felt low blood glucose symptoms of sweaty, "funky feeling" in her head, cloudy and shaky. The patient drank orange juice and ate candy as treatment. The patient confirmed she felt better about 5-10 minutes after. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.